Event description:
On 10/16/96 at about 1:30-2:00pm, the chief physicist in radiation oncology reported that there had been an incident with the high dose rate afterloader. The following was reported or observed: a pt was being treated with an endobronchial irradiation at about noon with the hdr. The treatment was completed as planned and the radioactive source began retraction into the shield when the retraction stopped. An error code was received indicating incomplete retraction and the radiation monitors in the treatment room indicated that the source was in an unshielded position. A medical physicist entered the room with a survey meter and it was confirmed that the source cable was not visible in the catheter. The source was then retracted into the shield with the manual crank according to emergency procedures. Retraction was achieved by rotation of the crank about 45 degrees indicating the source was within the machine but not in the shield, probably between the shield and the optical indicator. The pt and area was then surveyed and found at background levels. The radiation dose to the physicist is estimated to be less than 10 mrem each and less than 100 add'l mrem to the pt. Both physicists were wearing personal radiation dosimeters. The treatment of the pt was as prescribed. The MFR was notified by telephone and a serviceman arrived several hrs later. The error could not be duplicated but was thought to be related to excess friction in the source drive mechanism which activated a microswitch prematurely, stopping the retraction.